Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their right ventricular lead experiencing increasing pacing impedance and capture thresholds. Loss of capture was also noted. Programming changes were made on (B)(6) 2021 to deactivate the lead. The patient was stable throughout.